Manufacturer narrative:
(1) batch test: sampled on august 16, 2024, batch number: ckdd04-01, specification: according to customer feedback, 10 retained samples of 21g× 11/4 inch were extracted from this batch for simulated clinical blood collection test. Each blood collection needle was connected to 5 collection tubes respectively to complete the collection. No abnormal situation of bomb tubes occurred during the test (tester: (B)(6)). (2) production process review: according to the batch number, trace the batch records of the production process and the finished product inspection report, and no such abnormal situation was found in the production process and the finished product inspection process; through the testing of the batch samples and the tracing of the production process, no abnormal situation of such bomb tubes was found in the retained samples of the batch products. Since no real sample or relevant feedback video has been collected for analysis this time, it is suggested that the customer help collect more information to help our company further analysis.

Event description:
The customer claims that the vacutainer tubes pop off of the needle during the drawing process and it has caused them to have to stick patients twice.